Event description:
It was reported that 6 months post implant of the subject stent in a patient, there was hyperplasia and smaller caliber in the vessel. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the physician is concerned about the hyperplasia and smaller vessel caliber 6 months post implant of the subject flow diverter stent. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text : the device is implanted in the patient

Event description:
It was reported that 6 months post implant of the subject stent in a patient, there was hyperplasia and smaller caliber in the vessel. No further information is available.